Manufacturer narrative:
The reported event was confirmed. The product was used for treatment purposes. Visual evaluation of the returned sample noted one opened (without original packaging), nasogastric tube. Visual inspection of the sample noted no obvious visible defects. The clear tube was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution was able to flow out of the eyelets. A leak was noted from a small hole where the blue pigtail tube was inserted into the dual lumen tube. This was out of specification, which stated, "leak test. No leaks are allowed between the lumens of nasogastric tube." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿mix of solvent.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿instructions for prevent® anti-refl ux filter 1. Firmly seat the tapered end of anti-refl ux fi lter in blue air lumen vent of nasogastric tube. 2. If gastric reflux in vent lumen is observed, clear the obstruction in the main lumen by following your hospital¿s standard protocol. Attach syringe to luer fi tting on anti-reflux fi lter and inject a minimum of 15cc of air to clear the blue air vent lumen of any gastric reflux. Do not inject fluid through fi lter. 3. To cap nasogastric tube when tube is not connected to a suction source insert transport plug on anti-refl ux fi lter housing into suction lumen of nasogastric tube. Instructions for lopez valve (when included): 1. Attach medication port cap to side ¿c¿. 2. Turn valve to position one. 3. Attach suction tube to side ¿a¿ and push together fi rmly. 4. For reorder codes 0056120, 0056140, 0056160, 0056180: if connection to a male connector is desired, attach universal adaptor to side a. Insert male connector into adaptor, and push together fi rmly. 5. To administer medication, remove and store medication port cap in valve turn handle. Attach syringe to sideport, push and twist until tight and turn valve to position four. Flush valve per facility protocol following administration. 6. Return valve to position one when complete to avoid leakage:" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nasogastric tubes would not flush. When attempting to flush the tube, it came out of the vent port. No harm reached the patient, other than having to place another ng/og tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the nasogastric tubes would not flush. When attempting to flush the tube, it came out of the vent port. No harm reached the patient, other than having to place another ng/og tube.